Event description:
It was reported that customer experienced repeated cgm error 42 on pump while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with support, but error continued, so technical support arranged replacement pump, confirmed shipping address, instructed customer to place existing pump in storage mode and return it with prepaid label, and advised customer to use multiple daily injections as backup therapy and to reenter pump settings and reconnect cgm on replacement pump.